Manufacturer narrative:
The customer was sent a replacement and a was requested to return the original pump for evaluation. To date, the device has not been returned, and therefore it cannot be definitively concluded that the pump malfunctioned and therefore caused burns/blistering.

Event description:
Customer reported on (B)(6) 2023 from the be that the elvie pump burnt her skin. Customer has not yet confirmed that they went to see a healthcare professional or was prescribed medication for treatment.